Manufacturer narrative:
The device was not returned for analysis. Production record and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The knot of the third prostyle device did not fully advance down to vessel and got stuck, resulting in significant bleeding. The suture of the fourth prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath and the evar was completed. Post procedure, the knot of the fourth device failed to advance during tightening, resulting in more significant bleeding. A fifth prostyle device was unable to be advanced into the vessel due to a kinked guide wire. Hemostasis was achieved with manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.